Event description:
Boston scientific received information that this patient came to the hospital complaining of dizziness. Once admitted it was noted that there was loss of capture (loc) on the right ventricular (rv) lead. The hospital checked the patient's device and got threshold measurement of 2.5@0.4, they then reprogrammed the device to 5v@1 for the night and admitted the patient to the hospital for observation. During the evening while in the hospital it was noted that the loc was positional. The lead was looked at under fluoroscopy and noted that the lead had dislodged and was no longer in the apex. The lead was successfully revised back into the previous position. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.